Event description:
It was reported the atrial lead intermittently captures the heart at full output. It was also noted the atrial lead had dislodged and was deactivated through the pacemaker. No patient complications were reported as a result of this event.

Event description:
It was reported the atrial lead intermittently captures the heart at full output. It was also noted the atrial lead had dislodged and was deactivated through the pacemaker. It was further reported that the lead was explanted and replaced. No patient complications were reported as a result of this event. It was reported the atrial lead intermittently captures the heart at full output. It was also noted the atrial lead had dislodged and was deactivated through the pacemaker. No patient complications were reported as a result of this event. (B)(6) 2012 it was further reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found. Subsequently, the full lead was returned and analyzed with no anomalies found. All conductors and the distal conductor were distorted. There was blood/body fluid (not obstructed) on the distal conductor, all insulators were breached cut, and there was a cosmetic depression on the outer insulation. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. Tissue was on the helix, there was a deformation/fracture on the proximal section of the inner coil and there was apparent explant damage. Visual analysis noted that the lead was returned with the helix fully extended. Blood and tissue on the helix from the dislodgement most likely caused the helix to not retract and the distal conductor then because distorted within the connector. (B)(4) the actual device was not received for evaluation. We did receive performance data. (B)(4) collected from the device and have analyzed the data. (B)(4) std review - no anomalies found. (B)(4) full lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.